Event description:
Md requests verification of valgus angle post surgery. Knee appears to be about 10 degrees valgus.

Manufacturer narrative:
Segmentation review. Results - segmentation review was correct and performed according to work instructions. Conclusion - no failure, product was within specification.